Event description:
It was reported that the superion indirect decompression (ID) spacer screw broke during the sagittal wiggle deployment. The physician attempted to remove the ID spacer however was unsuccessful, as a result consulted with a colleague where they agreed to leave the ID spacer implanted. It was noted that the spinous process space was very tight making it difficult to place or remove the ID spacer per the physicians assessment. A post-operative x-ray image confirmed the ID spacer was still in place. The patient did well post-operatively, is receiving the pain relief benefits and will continue under the care of their physician. Additional information was not provided despite good faith effort attempts made.